Event description:
It was reported that the pulse generator exhibited greater than 2000 ohms impedance and it was not possible to stimulate the heart muscle-. It was noted that the physician had problems tightening the setscrew and the lead was not correctly secured. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.